Manufacturer narrative:
(B)(4). Event occurred on an unknown date in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the homechoice cassette had plastic or glue inside of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. The reported issue of particulate matter was verified during sample analysis. Particulate matter was visually noted within the tubing, however the excess tubing noted at the base of the heat seal of the tubing to the patient connector occurred during manufacturing. This is considered damage that does not block the fluid path and does not affect the function of the set. Should additional relevant information become available, a supplemental report will be submitted.